Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2018 with the following findings: evidence of moisture corrosion was observed on the display lens inside the pump. The pump was unable to power up and was completely unresponsive. The reported ¿vibration issue¿ complaint was unable to be adequately investigated due to moisture ingress. The pumps cover was removed and further moisture corrosion was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was vibrating in a pulsing manner. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no allegation of an adverse event associated with this complaint.